Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post op care a change in capture threshold was noted. Device was interrogated and high capture threshold observed. Device was reprogrammed, and the issue was resolved without sequelae.